Manufacturer narrative:
H.6 investigation summary: customer returned (67) unused/sealed 32gx4mm bd pen needles from lot 8150783. Consumer reported needle clog during priming. 30 out of the 67 returned pen needles were examined, then tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no. 320122 batch no. 8150783 it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, does not re-use, samples will be submitted for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no. 320122 batch no. 8150783. It was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, does not re-use, samples will be submitted for evaluation.